Event description:
Reportedly, on (B)(6) 2023 the patient had in his rms data two alerts for lv impedance >3000 ohm and rv continuity >3000 ohm. When device was interrogated on site on(B)(6) 2023, both values were normal with lv impedance 409 ohm and rv continuity 445 ohm. In aida there is the message that there were mistakes during the automatic lead measurements.

Manufacturer narrative:
The review of provided data highlighted that both right ventricular coil continuity and left ventricular impedance increased on (B)(6) 2023 respectively and that non-physiological signals appeared since (B)(6) 2023. The origin of the high rv coil continuity, high lv impedance and the non-physiological signals is unknown. Based on available data and the fact that all appeared since (B)(6) 2023, that the device has been connected to the leads since(B)(6) 2019, a connection issue could be excluded. The origin of the high rv coil continuity, high lv impedance and the non-physiological signals are most probably due to lead dislodgement or fracture, but it cannot be confirmed with certainty. A careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing, pacing and defibrillation functionalities. Since no additional data were provided, no further analysis could be performed. No general malfunction is suspected on the subject device.

Manufacturer narrative:
The review of provided data highlighted that both right ventricular coil continuity and left ventricular impedance increased on (B)(6) 2023 respectively and that non-physiological signals appeared since (B)(6) 2023. The manufacturing and sterilization processes as well as device history reports show that the subject device has been manufactured and delivered to the field following all applicable procedures. The origin of the high rv coil continuity, high lv impedance and the non-physiological signals is unknown. Based on available data and the fact that all appeared since (B)(6) 2023, that the device has been connected to the leads since (B)(6) 2019, a connection issue could be excluded. The origin of the high rv coil continuity, high lv impedance and the non-physiological signals are most probably due to lead dislodgement or fracture, but it cannot be confirmed with certainty. A careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing, pacing and defibrillation functionalities. Since no additional data were provided, no further analysis could be performed. No general malfunction is suspected on the subject device.

Event description:
Reportedly, on (B)(6) 2023 the patient had in his rms data two alerts for lv impedance >3000 ohm and rv continuity >3000 ohm. When device was interrogated on site on (B)(6) 2023, both values were normal with lv impedance 409 ohm and rv continuity 445 ohm. In aida there is the message that there were mistakes during the automatic lead measurements.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The high lv lead impedance and the high rv coil continuity are sent via alerts because the measurements show high values since sept 24 for the lv lead and since sept 25 for the rv coil continuity. Sometimes, the values are normal intermittent issue we recommend to perform an x-ray of the system with a zoom on the device + connections. The connection of the rv coil df-1 may have moved or the rv coil wire is broken. The connection of the lv lead may have moved or the lv lead is broken. The message ¿one or more problems during lead measurements have been stored. Please check the stored episode in the egm and markers section for more details¿ means that there are measurements that are out of the normal range and the user needs to check the marker chains and egm to confirm the measurements.

Event description:
Reportedly, on 25.09.2023 the patient had in his rms data two alerts for lv impedance >3000 ohm and rv continuity >3000 ohm. When device was interrogated on site on (B)(6) 2023, both values were normal with lv impedance 409 ohm and rv continuity 445 ohm. In aida there is the message that there were mistakes during the automatic lead measurements.